Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4473 competitor lead (B)(6) 2004. (B)(4).

Event description:
It was reported that three months after implant, the patient experienced pocket erosion of the implantable pulse generator (ipg). The device was explanted and replaced. The patient is enrolled in the panorama 2 clinical study. No patient complications have been reported as a result of this event.